Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the headset of the infusion set is leaky. Caller reported experiencing elevated blood glucose level sometimes; no exact reading was provided. No adverse event reported. Requested return of the alleged infusion set for evaluation.